Event description:
It was reported to nuvectra that during the removal of the trial lead, the lead fractured and a portion of the lead was left in the patient subcutaneous. There are no plans to remove the remaining lead portion.